Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis pheno system. The c-arm collided with the floor and no movements were possible following the collision even in patient rescue mode. The patient had to be moved, and the procedure was performed using an alternate system. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation was conducted by our experts. The log file investigation revealed that the robot c-arm was given a command to drive but instead of the desired movement, the robot axis locked, and the system dropped to the floor. The system detected this problem immediately and blocked further system movements. As the system was already close to the ground, the c-arm still touched the ground due to the downward movement induced by the error, which was stopped by the safety mechanisms. The error messages "collision with floor" and ¿limited stand/table movement, wait¿ were displayed to the user. The onsite service intervention by siemens local service showed a faulty cable inside the robot cabinet. To resolve the problem, the cable was repaired as part of service activity. This was the first time that this failure happened. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.